Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument associated with this complaint and completed investigations. The instrument was installed on an in-house system and failed the recognition test. The instrument information found in the chip/rfid could not be detected.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm large hem-o-lok clip applier instrument was not working properly. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.